Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definite cause for the reported patient effect of tissue damage cannot be determined. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully, reducing mr to 2-3. To further reduce the mr, a second clip (71109u125) was advanced and leaflet grasping as performed without issue. However, right after clip deployment, mr increased to 3-4 and tissue damage was noted. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. An echocardiogram will be performed to determine what additional treatment is appropriate for the patient. No additional information was provided.